Manufacturer narrative:
(B)(4). Investigation results: a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed no problems. Functional inspection was performed and when the device was connected to the 10 inch loop fixture, it could not extend completely. In addition, per microscopic inspection, the loop had one wire separated from the cannula and this wire was partially unraveled from the loop. The wire had residues of the working length and the working length was torn. No other problems were noted. The reported event was confirmed. Per product analysis, the device did not extend completely and per microscope inspection, one of the wires on the loop was frayed. An investigation to address this problem has been completed. Boston scientific has several procedures that indicate all of the inspections and tests that must be carried out when inspecting the device and ensuring its functionality. The investigation concluded that the most assignable cause of this event is "man" and that this is an isolated event. Therefore, the most probable root cause for the reported complaint is "manufacturing deficiency."

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the loop could not deploy at all. No problems were noted with the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of loop broken.